Event description:
Fibers are breaking off and being left behind-vagina [foreign body in reproductive tract] upon removal there is significant fraying/separation on the end of the tampon [complication of device removal] fraying/separation on the end of the tampon [device breakage] cause was traced to design [manufacturing issue] consumer reported via email that the tampons are fraying and separating; believes that some fibers are breaking off and being left behind. No serious injury was reported. (B)(6) 2021: cause was traced to design. Action plan is in place.